Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Troubleshooting with tandem technical support was performed and the touchscreen was functioning as intended. Customer had elevated blood glucose levels (453 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.